Event description:
No additional information received. Material#: 302830, batch#: 3333745. It was reported by customer that piece of plastic in the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. 20ml luer-lok syringe with plastic inside the plunger. Product name: bd 20ml syringe luer-lok tip (ref 302830) lot: 3333745. Exp: 2028-11-30. No injuries ¿ syringe was not used. Issue: piece of plastic in the plunger (photos attached). If you would like the syringe please send me the information on where to send the product.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a piece of plastic in the plunger. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. There is a rounded piece of a syringe barrel inside the syringe. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process inducing damage to a syringe barrel that ended up in another syringe. A device history record review was completed for provided material number 302830, lot 3333745. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the rails and conveyors was correct, and the flow of product was good. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 302830, batch#: 3333745. It was reported by customer that piece of plastic in the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. 20ml luer-lok syringe with plastic inside the plunger. Product name: bd 20ml syringe luer-lok tip (ref (B)(4)) lot: 3333745. Exp: 2028-11-30. No injuries ¿ syringe was not used. Issue: piece of plastic in the plunger (photos attached). If you would like the syringe please send me the information on where to send the product.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.